Event description:
It was reported that the external pulse generator did not stay on while the battery was being changed. The unit was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment and found that the printed circuit board was out of specification electrically. It also found that the upper and lower cases and battery drawer were broken, that the battery release was contaminated, the battery contacts were compressed and the keyboard was scratched.